Manufacturer narrative:
Reporter is a j&j employee. A product investigation was conducted. Visual inspection: the xpdm quick-con si poly scwdrvr (part # 279712400, lot #: mi81940) was returned and received at us cq. Upon visual inspection, it is observed that the hex tip had been stripped and worn. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end-of-life indicators for the device. No other defects were identified with the device. Functional test: a functional test was not performed on the returned device as it was returned by itself, but the alleged functional issue was confirmed due to the observed condition. Investigation conclusion: the complaint is being confirmed for the received device. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi81940 was released in a single batch. Batch 1: lot qty of (B)(4) units were released on 29 jul 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the xpdm quick-con si ploy screwdrivers were non-functioning. There was no known patient or hospital involvement. During manufacturer's investigation of the returned device it was identified that the hex tip had been stripped and worn. This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 2 of 3 for complaint (B)(4).